Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) is not showing pressure signal. As informed by the engineer, the iabp unit is not displaying a proper pressure signal. Distorted waveform is displayed during therapy. The customer used the ECG signal as trigger source. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) is not showing pressure signal. The customer used the ECG signal as trigger source. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a